Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reported date of implant was (B)(6) 2012. Device is an instrument and therefore is not implanted.

Event description:
During a procedure surgeon was using the handle with quick coupling and the silver piece at the bottom came off, surgeon retrieved the piece. Device was still functional; surgeon was able to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Additional information. Device is an instrument and is not implanted/explanted. A manufacturing evaluation was conducted and the report indicates the end cap on the handle of the screw driver was separated from the holding mechanism. The end cap shows marks of hammering. The end cap on the handle of the screw driver was separated from the holding mechanism. The end cap shows marks of hammering. The end cap holding jaws on the handle are deformed. Due to the damage the dimensions cannot be checked to post-manufacturing dimensions anymore. The DHR review shows that the instrument met the specifications at the time of manufacturing and distributing. A product development evaluation was also conducted and the report indicates it was established that on the returned instrument the end cap fell off. However, upon further inspection it was detected that the wings inside of the cap were deformed. The cap itself shows marks which indicate that a metal hammer was used on the instrument. Excessive use of a hammer might have caused the wings to be deformed; hence causing damage of the mechanism. The instrument was mishandled.